Manufacturer narrative:
Several attempts have been made to obtain the device for evaluation, if additional information or the return of the device is provided a supplemental report will be submitted. Customer medwatch no. (B)(4). The lot number was not provided; therefore, a device history record review could not be completed.

Manufacturer narrative:
It was indicated by the customer that the device is not available for evaluation.

Event description:
The report received via voluntary medwatch indicated that a patient experienced arrhythmias during the use of a swan-ganz catheter. As reported, "the rn was informed of difficulty retracting air. An additional attempt made by the rn. The physicians were informed at this time. An order for critical chest x-ray received at approximately 1 pm. At that time, the monitor shows supraventricular tachycardia (svt) at 170-210. The house staff were at the bedside. The dobutamine was turned off at this time. Adenosine 6 mg given IV push per physician's order. The patient's heart rate slowed momentarily, then resumed a rate of 140's in atrial flutter. Amiodarone 150mg bolus given at this time per physician's order. The rate slowed to a baseline of sinus tachycardia in 120's. All other vital signs were stable as seen on the flowheet. The order was received to remove the swan. At approximately 2 pm, the swan-ganz catheter was removed, with the balloon fully intact, however, an air leak as noted. The house staff was informed at this time. Cordis left in place and obturator applied. Chest x-ray obtained. It is unknown if episode of svt was due to the suspected air leak in balloon or from the dobutamine." No actual injury was reported.